Event description:
It was reported that, during surgery to replace the pt's implantable neurostimulator due to normal battery depletion, the new device's impedance readings were all greater than 10,000 ohms. Impedance readings were retested two more times with the same result. Both sides of the paddle lead were tested with the multi-lead trailing cable (mltc), one at a time, and the impedance readings were "good." The extensions were wiped and the lead was reconnected to the extensions and the neurostimulator. Impedance readings were found to be greater than 10,000 ohms. Impedances were retested two more times. The extension/lead was connected to the mltc and the impedance readings were "good." A new neurostimulator was, then, opened and used with "good" impedance readings. No pt's symptoms or injury were reported. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).